Event description:
The customer reported obtaining eleven (11) erroneously low standardized creatinine (cr-s) patient results from the unicel dxc 600 synchron system. The customer did not report the results out of the laboratory. The customer repeated all eleven patient samples on the same instrument and recovered higher cr-s results which were considered correct. There was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse performed a performance verification test 5 (pvt 5) for precision check and the results failed. The fse proceeded to replace the cartridge chemistry (cc) sample probe and cc sample syringe. The fse also performed alignment but the pvt 5 test still failed. The fse then replaced the level sense assembly and all obstruction detection system (ods) tubing to resolve the issue. The fse verified the repairs as per established procedures and the pvt 5 test passed. Results: failure mode is unknown as multiple hardware components were replaced to resolve the issue.